Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -8.00/1.0//055 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. Excessive vault with glare/haloes was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.